Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The v60 ventilator was return for analysis. A visual inspection of the external v60 ventilator noted no indication of damage or contamination. The diagnostic report (drpta) was reviewed. An investigation was performed and the root cause was isolated to a component cold solders on 330 ohms 5% resistor leads in the (ls1) buzzer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that on arrival, the ventilator had an backup alarm failed (1104) error code. There was no patient involvement.